Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. A pericardial effusion was noticed close to the end of the procedure. Some st depression in the inferior leads was noticed on the carto 3 system. After the physician used intracardiac echocardiogram, the pericardial effusion was confirmed. The medical intervention provided was a pericardiocentesis and about 400-500 ml of fluid was removed. The procedure was aborted. The patient was reported to be in stable condition . Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The device has not yet been returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Note: d4 primary UDI number was updated to (B)(4). On 4-jul-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. A pericardial effusion was noticed close to the end of the procedure. Some st depression in the inferior leads was noticed on the carto 3 system. After the physician used intracardiac echocardiogram, the pericardial effusion was confirmed. The medical intervention provided was a pericardiocentesis and about 400-500 ml of fluid was removed. The procedure was aborted. The patient was reported to be in stable condition. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31307761l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).